Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache; nausea / vomiting; inflammatory response, kidney disease/toxicity; liver disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dream station auto CPAP device's sound abatement foam. The patient has alleged dizziness and/or headache; nausea / vomiting; inflammatory response, kidney disease/toxicity; liver disease/toxicity. The device was returned to the manufacturer's product investigation laboratory for investigation. A dust-like contaminant was observed on the accessory flip door, top enclosure, front panel, rear panel, bottom enclosure, blower, and inside the inlet of the blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the top enclosure, rear panel, and bottom enclosure. The top enclosure was observed to have what appeared to be a small crack in the front, left corner. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box h: device eval. By mfg? (Rfb), patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.